Manufacturer narrative:
On (B)(6) 2018 philip's international service technician evaluated the device and observed the device losing calibration quickly. The touchscreen was replaced and the unit resumed operation.

Event description:
It was reported that the ventilator required calibration. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
(B)(6) 2018.